Event description:
The user facility (a veterinary clinic) reported that the distal portion of the IV catheter tubing was noted to have become detached during withdrawal following a procedure. Follow-up communication confirmed that no additional event specific information is available.

Manufacturer narrative:
(B)(4): this report was not associated with a human patient. The involved device was not retained, and therefore, is not available for evaluation. In addition, the reportedly involved lot number is not known, which significantly limits the investigation. Therefore, the investigation was based on evaluation of user facility information and reserve samples from random lots of 22-gauge IV catheters. Visual inspection of reserve samples did not reveal any abnormalities or defects and all samples passed functional testing. Although the cause for this report cannot be definitively determined based on the available information, there is no indication that it was related to a product defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).